Event description:
The customer reported that the sys would not power up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The emergency stop button needs to be repaired. No conclusion can be drawn as repair info is unavailable and no add'l svc info was provided.